Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer reported a blood glucose level of 88 (mg/dl) at the time the occlusion occurred. During troubleshooting with tandem technical support, a small bubble was noted in the infusion set tubing. The bubble was successfully primed out of the tubing.